Event description:
Boston scientific received information that this devices battery life increase since the last follow up. Due to an increase in battery life the scheduled changeout procedure was cancelled. The replacement procedure was re-scheduled and a memory dump was sent to technical services for review.

Manufacturer narrative:
A memory download was submitted to boston scientific technical services (ts). A ts consultant discussed that with the current programmed parameters along with 100% pacing in the ventricle, the estimated longevity for this device is approximately 7.5 years, with a minimum of 5.6 years. This device has been implanted for approximately 5 years. Further analysis determined that there is approximately 1.6 years of longevity remaining. It was discussed that the device is operating properly and is on track to meet longevity expectations. The previous estimated longevity reading of less than 0.5 years remaining that was observed in the field was most likely due to invalid charge time measurements related to the atrial tachy response (atr) fallback mode switching.

Manufacturer narrative:
Additional information received noted that this device was explanted due to battery longevity. There was no allegation of premature battery depletion. This device has not been returned for analysis. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this device was explanted, but has not been returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
At this time the device remains implanted. A memory dump has not been analyzed by technical services at this time. Upon further information this investigation will be updated